Event description:
The reporter called and alleged five discrepant results on the device during a correlation study, when compared to the lab. The reported device results were 6.0, 3.2, 3.6, 1.8 and 4.7 inr. The corresponding lab results reported were 3.1, 2.2, 2.5, 1.3 and 3.5 inr. Patients were not treated. The device was replaced and requested to be returned for evaluation.